Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient one their e- module. The patient's initial hcgb result was 47.07 ui/l and it was reported outside the laboratory. The sample was tested on another e-module and the result was 0.100 uil accompanied by a data flag. On 09/30/2013, the sample was then repeated on the original e-module and the result was 0.100 ui/l accompanied by a data flag. The patient was not adversely affected by this event. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. The field service representative went onsite. He performed maintenance and replaced the measuring cell.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control results were within range, and a reagent issue was unlikely. The message history did not reveal any issues related to this event and there was no obvious instrument issue.